Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the robot touchpad only displayed the option to perform a sterile stow and that the sterile stow did not complete. The technical support engineer reviewed system information and observed that the system indicated a sterile adapter was installed on one arm, despite the customer confirming that no drapes or sterile adapters were installed. The customer then exercised the sterile adapter sensing pins on the affected arm and rebooted the system, but the arm continued to falsely detect a sterile adapter. The customer also attempted to install and remove a sterile adapter on that arm to clear the detection state, but the issue persisted and the arm remained unavailable when all arms were needed. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis. The reported recognition issue with a 31010 error during case setup was confirmed, but the issue could not be replicated. In logs, a 31010 error was found, indicating an issue with the sterile adapter presence pins and confirming that the fault occurred in the field. Visual inspection did not identify any issues related to the reported event. The unit was installed and passed all relevant testing within specification. It was then installed on a golden system and functioned as expected. The presence pins were pressed multiple times during power cycles, but the ¿sticking presence pins¿ issue noted in the lpu could not be replicated. Failure analysis identified the carriage rear presence pins as the potential root cause of the reported event.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.